Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the clogged foreign material in the nozzle occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the spray valve function (a) inspection of the water feeding 1 cover the spray valve hole with your finger 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B) inspection of the spray valve function 1 cover the spray valve hole with your finger 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced an image error (poor zoom). There was no report of patient harm associated with this event. During incoming inspection, foreign matter clogged the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image error was not confirmed. In addition to evaluation in b5, due to wear of zoom lever, water tightness was lost. The bending section cover had a scratch. Adhesive on bending section cover had white-clouded area. The adhesive on bending section cover had a chip. The adhesive on bending section cover had a crack. The switch button 1 had a scratch. The switch button 4 was worn. Paint on suction cylinder had peeled. Adhesive around objective lens had peeled. The adhesive around light guide lens had peeled. The plastic distal end cover had a dent. Connecting tube had a scratch. The connecting tube had a wrinkle. Forceps channel port was shaved. The image guide protector had a scratch. The protector of universal cord on control section side had a scratch. The universal cord had a scratch. The universal cord had a wrinkle. Due to clogging of nozzle, water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.